Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was off by 20 minutes; cause was unknown. Customer's blood glucose (bg) level was 552 mg/dl. Bg was treated via a correction bolus, and manual injections. Reportedly, the customer continued to use the pump for insulin therapy.